Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot and UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number:k013227.

Event description:
Doctor reported the top of the implant fractured and was removed. Flowering.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One tapered screw-vent implant (tsvb11) and one unknown threphine burr were returned for investigation. Visual evaluation of the as returned products identified fracture/damages around the collar of the implant and the lower portion of the tool. Device history record (DHR) review could not be performed since the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. An item-based (tsvb11) complaint history review over a one-year period was performed for similar events and no complaints about nonconforming products were identified. However, complaint history review could not be performed for the unknown threphine burr since the lot/item number was unknown. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.